Manufacturer narrative:
Eua#: eua(B)(4). H6: investigation summary bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Retain samples were tested for batch #: 0270570. The defect could not be replicated and therefore the complaint could not be confirmed. A device history review was conducted for lot number 0270570. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#1878253) is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: it was reported that 1 false positive reaction on symptomatic patient. What confirmatory testing was performed that determined the results were erroneous? Yes, pcr. Were any erroneous results reported to the doctors? No if yes, were any patients treated based on erroneous results? N/a if yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a is the customer reporting a false positive or false negative? F pos did the customer visually interpret the result or did they insert into the analyzer to determine the result? Veritor reader what type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr how many specimens were discrepant (fp or fn)? F pos 1 was the patient(s) symptomatic when tested on the veritor plus analyzer: yes were patients symptomatic or asymptomatic? Symptomatic 1. Screening test ¿ no known exposure? Symptomatic 2. Screening test - known exposure that is currently asymptomatic? Symptomatic 3. Asymptomatic but dr recommended testing? No on average how many tests do you run per week? 150. Was there any patient impact as a result of the false result? No. Customer problem: 1 false positive. Steps taken with customer/troubleshooting: verification check passed, qc passed assay kit lot number (check if kit lot # has w at the end): sample collection: nasal what type of sample was collected? Nasal what swab was used to collect the sample (was the swab included in the kit used)? Yes how long after collection was the swab tested? < 1 hour test workflow: as recommended how long was the sample incubated? 15 min how many drops were added to the sample well on the test device? 3 was walk-away mode used or analyze now mode? Read now were the kit qc swabs tested and if so, did they pass? Yes, qc pass steps taken with customer/troubleshooting: perform verification on analyzer. And qc. Both passed. Sent costumer interpretation for positive results. "Bd veritor¿ plus system has a 98%¿100% specificity, which means the false positive rate is less than 2% of all the tests performed. This means, when you use your bd veritor¿ plus system you might see 0¿2 false positives for every 100 tests you conduct. If a customer sees rates of false positives higher than 2% of all the tests performed, this would be outside of the performance we would expect. Any false positive should be reported to bd for further investigation." Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Confirmatory testing was performed using pcr test method and the result was negative. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: it was reported that 1 false positive reaction on symptomatic patient. What confirmatory testing was performed that determined the results were erroneous? Yes, pcr. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? N/a. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N/a. Is the customer reporting a false positive or false negative? F pos. Did the customer visually interpret the result or did they insert into the analyzer to determine the result? Veritor reader. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr. How many specimens were discrepant (fp or fn)? F pos 1. Was the patient(s) symptomatic when tested on the veritor plus analyzer: yes. Were patients symptomatic or asymptomatic? Symptomatic. Screening test: no known exposure? Symptomatic. Screening test: known exposure that is currently asymptomatic? Symptomatic. Asymptomatic but dr recommended testing? No. On average how many tests do you run per week? 150. Was there any patient impact as a result of the false result? No. Customer problem: 1 false positive. Steps taken with customer/troubleshooting: verification check passed, qc passed. Assay kit lot number (check if kit lot # has w at the end): sample collection: nasal. What type of sample was collected? Nasal. What swab was used to collect the sample (was the swab included in the kit used)? Yes. How long after collection was the swab tested? 1 hour. Test workflow: as recommended. How long was the sample incubated? 15 min. How many drops were added to the sample well on the test device? 3. Was walk-away mode used or analyze now mode? Read now. Were the kit qc swabs tested and if so, did they pass? Yes, qc pass. Steps taken with customer/troubleshooting: perform verification on analyzer. And qc. Both passed. Sent costumer interpretation for positive results. "Bd veritor¿ plus system has a 98%¿100% specificity, which means the false positive rate is less than 2% of all the tests performed. This means, when you use your bd veritor¿ plus system you might see 0¿2 false positives for every 100 tests you conduct. If a customer sees rates of false positives higher than 2% of all the tests performed, this would be outside of the performance we would expect. Any false positive should be reported to bd for further investigation." Eua # (B)(4).